Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarm. The customer blood glucose level was 115 mg/dl and 86 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump had critical pump error at top page and right corner and circle with red and corner peel back and an alarm which generated when a power failure was detected show below exclamation icon and cannot clear the error. Customer stated that the keypad was unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No keypad unresponsive/button error alarm, no this alarm is generated when a power failure is detected and no critical pump error (open book image) alarm during testing.